Event description:
Rptr stated that caller from facility reported that unit had overfilled one final container in the middle of a compounding run. This was discovered when the filled bag was weighed. Taking into account the tare weight of the bag, the actual weight was 2424 grams compared to the programmed weight of 2375 grams, an error of 2.1%, well within the MFR's specification limit of +/-5% however, since all of the programmed volumes and volume delivered displays were identical, the source of the add'l 49 grams was not known. The facility responded by taking the unit out of service. The unit was sent to the MFR for evaluation. No pt involvement.